Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf2. In the event reported, it was stated that the led disappeared when angulated. The anomaly was detected in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint. On 19-aug-2021, a device history record (DHR) review for model ec38-i10cf2, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance of cmos defect which was detected during in-process inspection and reworked. There was also 1 concession ((B)(4)). The device completed the manufacturing process on 29-jul-2019 and subsequently, passed all required inspections, and was released accordingly and the dates of approval for shipment and actual date shipped were confirmed.